Event description:
It was reported that a patient presented to the hospital after receiving inappropriate atp and hv therapy for svt. The patient was asymptomatic prior to the therapy. The physician will continue to monitor the patient after adjusting the patients medications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.